Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had the ventricular tachycardia mode set to a value other than monitor plus therapy. Additional information indicated this device was unintentionally not turned on after an unrelated procedure. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.